Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrating into her uterus') and genital haemorrhage ('heavy bleeding') in a female patient who had essure (batch no. 855625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("back pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and salpingectomy with essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, heavy menstrual bleeding, back pain, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received - reporter information , patient details , concomitant drug ,lot no ,explanted date, other relevant history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrating into her uterus/ extruding essure device') and genital haemorrhage ('heavy bleeding') in a female patient who had essure (batch no. 855625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("severe pain"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), heavy menstrual bleeding ("heavy menstrual bleeding") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and salpingectomy with essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, heavy menstrual bleeding and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted regarding intervention (hysterectomy vs hysteroscopic removal of essure device). Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2014: pre and postop diagnoses - procedure: hysteroscopic removal of essure device, laparoscopic bilateral salpingectomy. Findings: essure coils seen upon entry into uterine cavity. Removed intact and sent for path operative hysteroscopy: removal of extruding essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-may-2021: quality-safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrating into her uterus") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and salpingectomy with essure removal). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, menorrhagia, back pain, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.